Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer's son states the chair will not turn to the left and is driving in circles with 5 flash error code.